Event description:
It was reported that during central processing procedure, the permanent cautery hook instrument (pch) yellow guide is damaged. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have scratch marks or abrasion at the distal yaw pulleys. The components are damaged, and there may be missing pieces or material, but the size of the missing pieces cannot be confirmed. Further inspection found no abnormally sharp or damaged components that could have contributed to the scratch marks or abrasion at the distal yaw pulleys. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in scratch marks/ abrasion at the distal yaw pulleys.